Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed following: the reported event was reproduced. The the ccd (charge coupled device) unit was wet. The endoscope mount was deformed. It seems that water was invading inside the endoscope due to deforming the mount when unexpected stress was applied. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported event caused because the ccd unit got wet and broke.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.